Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information from the field indicated that the patient manifested twiddler's syndrome and the lead was dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the high threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no issues outside of damage from the explant procedure. A risk review of reliance 4-front active fix was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. DHR review revealed no additional information related to the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.